Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction contributing to the patient death. The monitor has been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one appropriate and one inappropriate treatment in response to CPR/motion artifact. From 23:39:23 to 23:57:09, the patient's rhythm was vt at 150-130 bpm with CPR/motion artifact and electrode lead falloff. The rhythm then slowed to an idioventricular rhythm at 90 bpm with CPR/motion artifact. The lifevest detected the vt arrhythmia, but CPR/motion artifact and electrode lead fall off prevented the lifevest from delivering a shock. At 23:58:35, the patient received the first treatment which was appropriate. The patient's rhythm at the time of the treatment event was vt at 110 bpm. The patient's post-shock rhythm was vt at 110 bpm with CPR/motion artifact and intermittent cardiac activity. At 00:02:41, the patient received the second treatment which was inappropriate. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. The electrode belt was disconnected at 00:03:26. The patient passed away on (B)(6) 2021. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment delivery.